Event description:
Procedure: lap appendectomy. Reportedly, after firing the stapler on the meso-appendix, excessive bleeding occurred. Upon inspection, the surgeon did not find any malformed staples or any staples that did not fire. The surgeon controlled bleeding with suture and there was no transfusion required.